Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the device history file (dhf) and full disclosure report were received. Review of the device history file from the reported event concluded that the device worked as designed. Review of the file and full disclosure report identified the shock button did not illuminate and could not discharge. Review of the device history file (dhf) and full disclosure report observed on the given event date (3/12/24), observed shock was advised at 6:46:10, however, dhf review observed the shock button was not pressed until (03/12/24) 06:46:53. The time from shock button pressed to shock advised is greater than 30 seconds which the shock charge had automatically disarmed. Per the aed3 operator manual, "for safety, the semi-automatic version of the zoll AED 3 defibrillator automatically disarms a fully charged unit after 30 seconds if the shock button is not pressed". This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.